Event description:
It was reported that noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. Lead provocation testing and diagnostic imaging performed revealed no anomalies. A lead replacement procedure was attempted; however, it was not possible to implant a new lead due to stenosis. The tachycardia therapy was programmed to off until the lead can be explanted and replaced. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.